Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Events were submitted via 2210968-2020-04077 and 2210968-2020-04078.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the barbed suture was used. During surgery, it was found that a half of the fixation tab had been broken, so the surgeon stopped using it. There were no adverse consequences to the patient.